Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "patient...had a left primary total knee done...on (B)(6) 2017. Over the past year patient...ended up [at surgeon and hospital] with a chief complaint of pain and instability. [Surgeon] told me there was positive uptake on a bone scan as well as MRI for tibial baseplate loosening. The patient went into surgery on (B)(6) 2018 and had the size 2 tritanium baseplate and size 2x9mm poly replaced with a cemented universal baseplate and 12x50 stem and 2x16mm poly."